Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a patient was hospitalized in 2007 due to incidence of diabetic ketoacidosis. The reporter stated that, the patient had changed his site the morning of the hospitalization. His blood glucose was high and he bloused to correct. Later at school his blood glucose continued to be high and he could not get it to come down. The patient was brought home, reportedly he vomited at "at least 25" times. He was brought to the hospital, where he was diagnosed as in dka, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.